Event description:
The doctor reported that the abutment loosened abnormally, the affected dental position is 14. The doctor indicates that the procedure was not concluded by placing another abutment.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) zoa341a, (abut, hex-lock, cont, 3.5x4.) For evaluation. A visual evaluation was performed, and signs of use was identified, no signs of malfunction. DHR review was completed for the subject lot number 63773380. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 63773380 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : loosening. Based on the investigation and risk management file review, the most likely root cause(s) determined from the investigation was the abutment not seated properly, improper screw placement. Therefore, based on the available information, a device malfunction could not be verified. The abutment exhibited signs of use but no apparent malfunction. The reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.